Manufacturer narrative:
The device that broke is still implanted in the patient so therefore no inspection could be done. The lot number is also unknown since it remains implanted. According to the surgeon the patient falls a lot and it is unknown if this may have contributed to this break. The patient is asymptomatic and the surgeon has no plans to revise. Device remains implanted.

Event description:
Approximately 8 months after the initial surgery for a posterior cervical fusion it was observed that one of the screws broke. The patient is asymptomatic and the surgeon has no plans to revise.